Event description:
It was reported the robot station's touchscreen power cable has exposed wires and robot station will not power on. Case was completed as nav only. No further information is available. Facility has multiple nav and camera stations and 1 robot station. Unknown which nav and camera stations were being used during the case. There were no treatment delays or cancellations.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the investigation confirmed the allegation. The investigation found that the wire coming out of the monitor cable ultimately led to the fuses being tripped in the nav station. Fses were able to repair the cable and replace the fuses with spare parts, but it appears that the strain relief and terminal screws weren¿t fully seated during the original assembly of the cable. Upon review of pictures with cross-functional team and based on comparison of the screws hight of the connectors before and after troubleshooting, it was agreed by the team that it was most probably a manufacturing defect. At the time of this investigation, this is the first occurrence of such issue. A nonconformance has been opened to further investigate the manufacturing defect. As a note, the fuse tripping is a intended electrical protection in case of such electrical short. The user indicated that there was no negative impact to the patient outcome and no patient harm. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Root cause: the root cause was identified to be primarily a manufacturing defect. Additionally, the fuse tripped as intended in case of short wires as mean of protection, and led to unavailability to power the complete station. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history: due to available service history, DHR review only covers the related service records. Service history record review result is not relevant to the current complaint and service process findings.